Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable and the pump reset unexpectedly. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 160 -178 mg/dl. A replacement cable was sent to the customer to resolve the issue.